Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode presented to the emergency room after receiving a shock. Interrogation of the device found many untreated episodes as well as two inappropriate shock episodes, one from now and a previous inappropriate shock in 2019. In the secondary vector, the baseline was observed to shift and at times be lost, with noise present that resulted in some oversensing and some undersensing. This was observed in the alternate vector as well, and could be reproduced in both vectors when the patient moved their left arm in various positions. The primary vector showed no noise. The patient reported having fallen down the stairs and hit their chest against a glass door in (B)(6) 2019. Electrode damage was suspected; however, no x-rays were performed to evaluate the device and electrode. The device was deactivated and the patient was provided with a life vest pending a system replacement procedure. No adverse patient effects were reported. The device and electrode were explanted and replaced about two weeks later. The explanted products were returned for laboratory analysis. Based on additional review of episode history investigation determined that the date of fracture likely occurred on (B)(6) 2019. Amending event date from (B)(6) 2017 to (B)(6) 2019.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. An x-ray of the electrode identified a fracture of the sense a electrode approximately 102mm from the terminal pin. Visual examination noted a curve in this region of the electrode. The fracture was noted to be at the distal edge of the curve. Based on the location of the fracture, it is likely the electrode was subject to flexing around a corner of the device case within the pocket area. The fracture is consistent with fatigue. The identified fracture is the most likely root cause of the clinically-observed noise, oversensing, and inappropriate shocks.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. An x-ray of the electrode identified a fracture of the sense a electrode approximately 102mm from the terminal pin. Visual examination noted a curve in this region of the electrode. The fracture was noted to be at the distal edge of the curve. Based on the location of the fracture, it is likely the electrode was subject to flexing around a corner of the device case within the pocket area. The fracture is consistent with fatigue. The identified fracture is the most likely root cause of the clinically-observed noise, oversensing, and inappropriate shocks.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode presented to the emergency room after receiving a shock. Interrogation of the device found many untreated episodes as well as two inappropriate shock episodes, one from now and a previous inappropriate shock in 2019. In the secondary vector, the baseline was observed to shift and at times be lost, with noise present that resulted in some oversensing and some undersensing. This was observed in the alternate vector as well, and could be reproduced in both vectors when the patient moved their left arm in various positions. The primary vector showed no noise. The patient reported having fallen down the stairs and hit their chest against a glass door in october 2019. Electrode damage was suspected; however, no x-rays were performed to evaluate the device and electrode. The device was deactivated and the patient was provided with a life vest pending a system replacement procedure. No adverse patient effects were reported. The device and electrode were explanted and replaced about two weeks later. The explanted products were returned for laboratory analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode presented to the emergency room after receiving a shock. Interrogation of the device found many untreated episodes as well as two inappropriate shock episodes, one from now and a previous inappropriate shock in 2019. In the secondary vector, the baseline was observed to shift and at times be lost, with noise present that resulted in some oversensing and some undersensing. This was observed in the alternate vector as well, and could be reproduced in both vectors when the patient moved their left arm in various positions. The primary vector showed no noise. The patient reported having fallen down the stairs and hit their chest against a glass door in (B)(6) 2019. Electrode damage was suspected; however, no x-rays were performed to evaluate the device and electrode. The device was deactivated and the patient was provided with a life vest pending a system replacement procedure. No adverse patient effects were reported. The device and electrode were explanted and replaced about two weeks later. The explanted products were returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The electrode was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. The returned electrode was thoroughly inspected and analyzed. An x-ray of the electrode identified a fracture of the sense a electrode approximately 102mm from the terminal pin. Visual examination noted a curve in this region of the electrode. The fracture was noted to be at the distal edge of the curve. Based on the location of the fracture, it is likely the electrode was subject to flexing around a corner of the device case within the pocket area. The fracture is consistent with fatigue. The identified fracture is the most likely root cause of the clinically-observed noise, oversensing, and inappropriate shocks.

Manufacturer narrative:
(B)(4). The electrode was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode presented to the emergency room after receiving a shock. Interrogation of the device found many untreated episodes as well as two inappropriate shock episodes, one from now and a previous inappropriate shock in 2019. In the secondary vector, the baseline was observed to shift and at times be lost, with noise present that resulted in some oversensing and some undersensing. This was observed in the alternate vector as well, and could be reproduced in both vectors when the patient moved their left arm in various positions. The primary vector showed no noise. The patient reported having fallen down the stairs and hit their chest against a glass door in (B)(6) 2019. Electrode damage was suspected; however, no x-rays were performed to evaluate the device and electrode. The device was deactivated and the patient was provided with a life vest pending a system replacement procedure. No adverse patient effects were reported. The device and electrode were explanted and replaced about two weeks later. The explanted products were returned for laboratory analysis.